Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an alarm due to a blood back event when the intra-aortic balloon ruptured. The nurse and ICU team immediately responded and noted blood back up in the helium line. Iabp therapy was discontinued and removal of the device revealed the helium port inside the balloon sheath was snapped. The iabp, sheath, and accessories were sequestered, yellow tagged, and the biomed was notified. There was no patient harm; thus, no adverse event reported.

Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed blood contamination in the condensation removal module (crm) (p/n 0997-00-0986-01), safety disk (p/n 0997-00-0985-01), blood detect tubing (p/n 0008-00-0312), and purge valve assembly (p/n 0104-00-0026). The stm replaced all blood contaminated parts then performed all calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service.